Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the pyxis was frozen. The computer displayed a loading screen. Multiple reset attempts were made, but the system powered back on with the same loading screen each time. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-jun-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that application was up and running when dialed in. Technical support specialist confirmed that able to login as well without issues. The system functioned as intended when the technical support specialist investigate the issue.